Event description:
It was reported that arteriotomy closure of a mildly calcified common femoral artery was attempted with proglide devices, using the pre-close technique, via a 8f sheath prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the needles of one proglide device were deployed without a suture. The sutures of two additional proglide devices were successfully preplaced using the preclose technique. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was achieved with the preplaced sutures of the second and third proglide devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the preclose procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a mildly calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture retrieval issue was confirmed. Device analysis also revealed that the posterior foot was detached and not returned. Based on a visual inspection and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.